Manufacturer narrative:
Analysis received the unit with black screen/full segment display due to moisture damage on the electronics. Also, moisture damage found on the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the pump had a full black screen. The blood glucose at the time of the incident was 167 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.